Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon occurred due to the following causes. - since the cable was bent and the shielded wire was broken, the internal cable was about to break. - the image sensor was broken due to a crack on the adhesive of the image sensor. - due to external stress such as inserting and removing the insertion part diagonally to and from the trocar, an unexpected stress was applied to the cable and image sensor.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, severe halation occurred in the endoscopic image of the subject device when the user operated the angulation function of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.